Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found performed a voltage test and passed. A pairing test was performed with a known good transmitter and passed. Share log review show a loss of connection through the complete investigation window. The customer complaint was not confirmed because data showed no loss of connection. The customer complaint was not confirmed because there were no loss of connection on the device log. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was not confirmed via data. A root cause could not be determined.